Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported frayed wires of the power extension cable. The patient electronics system was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection verified the power extension cable was frayed and wires were exposed. During the investigation, visual inspection revealed that the power extension connector was seated in the connector cover. In addition, no power clip was attached and/or returned. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was performed successfully using returned 4g gsm modem.. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.